Manufacturer narrative:
The manufacturing date for the reported device is prior to 24 sept 2016, so no UDI required. E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). Philips authorized service personal (asp) evaluated the device and was able to replicate the reported issue of abnormal ECG waveform on the tc50 during measurement. System logs were reviewed and no error codes were found. Functional testing showed a frizzy ECG waveform, and it was determined that the probable cause was aging ECG electrode patches. The asp replaced the patient ECG electrode patches and confirmed that the waveform returned to normal. The device was returned to full functionality. Analysis was performed and investigation has been completed. The engineer replaced the ECG electrode patches for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the pagewriter tc50 cardiograph indicating the ECG waveform was not normal and resulting in a frizzy waveform. The device was not in use on patient at time of event; there was no adverse event reported.